Manufacturer narrative:
The device has been received and evaluation is ongoing. Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of receipt. This is one of two (3007042319-2014- 00493 and 00494) submitted for devices related to the same event. Evaluation in progress.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional testing revealed the returned battery contained a faulty cell pair, which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue. This is one of two (3007042319-2014- 00493 and 00494) submitted for devices related to the same event.

Event description:
Approximately four years and four months post hvad implantation, the site reported that the patient experienced a power source change in the controller earlier than expected. The batteries were removed from the patient and new and batteries were supplied. No harm or injury to the patient was reported as a result of this incident.